Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 10/3.25 flextome cutting balloon was selected for use. During the procedure, when dilation was performed at the lesion area, it was noted that the balloon ruptured even though it did not exceed the nominal pressure. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure was good.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 10:58 am CT. The report number is being corrected from: 2134265-2018-64469 to: 2134265-2018-63633.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 10/3.25 flextome cutting balloon was selected for use. During the procedure, when dilation was performed at the lesion area, it was noted that the balloon ruptured even though it did not exceed the nominal pressure. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure was good. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No other issues were identified during the product analysis.